Manufacturer narrative:
Initial reporter phone#: unknown. Initial reporter e-mail: unknown. Investigation summary: DHR review (lot#1203528): the complaint gauge is 24g, assembly at auto line 2 in aug. 2021, packaging at cfs packing machine in aug. 2021, batch quantity is 186k. Review the in process test and outgoing test reports for this lot product, all test results meet the product specifications, no abnormal for it. Review the production records for this lot product, no non-conformance, deviations or rework activities. No actual samples and pictures were returned from the customer, and the status and composition of the black spot cannot be determined. Check the retained samples of this batch and find no abnormality. Conclusion(s): no abnormality is found on process and the retained samples, as no defective sample returned, the root cause of the black spot on the indwelling needle head cannot be confirmed.

Event description:
It was reported that a black spot of foreign matter was found on the bd intima-ii¿ closed IV catheter system needle after removing it from the packaging. The following information was provided by the initial reporter, translated from (B)(6): "when opened the package, it was found that the needle had a black spot, and the needle could not use."